Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the patient with this pacemaker presented to the emergency department. The patient was symptomatic and had underlying rhythm of complete heart block at 37bpm. This pacemaker and right ventricular (rv) lead had triggered a lead safety switch due to high impedances measurements measuring greater than 3,000 ohms. This resulted in the minute ventilation (mv) feature being automatically disabled by the signal artifact monitor. In addition, it was suspected that the rv lead had fracture due to loss of capture and pacing inhibition. The following day, the patient had their pacemaker explanted and replaced with a competitor device. The rv lead was capped and electrically deactivated. No additional adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.